Event description:
The manufacturer received information alleging bronchitis/pneumonia on a rep dreamstation auto CPAP device. Medical intervention was not specified. The manufacturer was made aware of this complaint through a representative of the customer. No device has been returned. No further evaluation is possible at this time. Three attempts to have the device returned for evaluation and investigation were unsuccessful. If new information becomes available that changes the outcome of the investigation and associated medical device reporting a follow up/supplemental report will be completed.